Event description:
It was reported by service report that the fowler links were bent, and it was unk how much weight would be supported before failure. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged fowler links.